Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated they were for about three hours and almost passed out. She stated when her daughter arrived and performed a finger stick and the patient's bg was 25 mg/dl while the cgm was displaying 59 mg/dl. The patient's daughter provided the patient crackers and peanut butter and the patient recovered from hypoglycemia. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.